Event description:
Unilateral l4/5 decompression was performed on the left using the baxano io-flex microblade shaver. During the case, the surgeon observed "typical" bleeding that stopped after a few minutes. Estimated blood loss for the case was approximately 150cc. One day following surgery, the pt developed a retroperitoneal hematoma which required blood transfusion and ICU monitoring. Three weeks following surgery, the pt's leg pain is improved. However, the pt still has abdominal and flank pain on the same side as the hematoma as well as high level of anxiety about recurrent bleeding. The surgeon believes that the pt's abdominal discomfort may be due in part to constipation caused by large quantities of postoperative pain medication.